Event description:
The customer reported an unintended shutdown on an infusor pump. The pump started to dispense medication during patients surgical procedure and the pump stopped abruptly. The nurse did not know how long the pump was working before it stopped. The nurse tried changing the batteries but the pump still did not work. The anesthesiologist administered anesthetic gas manually to the patient for the duration of surgery. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The pump has been requested for evaluation. Should the pump be received and an evaluation performed a follow-up report will be sent.